Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 2 of treatment and the treatment was cancelled. Air bubbles were found in the unused lines and patient lines. The cause of the leak is unknown. The patient was advised to reset up with new supplies. Additional information has been requested but has not been obtained.

Manufacturer narrative:
Upon review of MFR 2937457-2023-00231 there was no fluid leak from inside the cycler door. There was no reportable malfunction, serious injury, or death associated with the product reported in 2937457-2023-00231, therefore no further updates will be made on 2937457-2023-00231.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 2 of treatment and the treatment was cancelled. Air bubbles were found in the unused lines and patient lines. The cause of the leak is unknown. The patient was advised to reset up with new supplies. Additional information has been requested but has not been obtained.